Event description:
Patient reported that CT scan failed to diagnose her. She has done over 20 CT scans since 2006 and was misdiagnosed with hernia cystocele, rectocele, and underwent 3 surgeries as a result. She stated that all medical records and CT results are fraud. Patient had fractured her pelvic in a car accident.